Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. The gripper cover (tactile marker side) was observed to be pinched by the harness. The reported image resolution poor, positioning failure (leaflet grasping - clip not implanted) and positioning failure (leaflet capture - clip not implanted) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not indicate a lot-specific quality issue. Based on available information, positioning failure (leaflet grasping - clip not implanted) and positioning failure (leaflet capture - clip not implanted) appears to be related to challenging anatomy (e.g., mitral annular calcification/mac, large atrium and restricted posterior leaflet). The reported image resolution poor was due to overheated tee (transesophageal echocardiography) probe. The reported difficult to open or close (gripper actuation - single) was due to the gripper cover being pinched by harness. A cause of the observed gripper cover being pinched by harness (irregular appearance) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
This will be filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was presented with mitral annulus calcification (mac), an enlarged right atrium, and a restricted posterior leaflet. Multiple grasping attempts were performed with ntw clip; however, it was not possible to grasp both leaflets. A loss of leaflet capture was also noted on the posterior leaflet. It was then noted that one of the grippers stopped functioning. It was decided to remove the clip. Visualization was noted to be difficult. Another clip (xtw) was advanced to the mitral valve. The clip was not deployed due to the pressure gradient increasing to 15mmhg after grasping both leaflets. The clip was removed with mr remained at grade 4. The pressure gradient returned to baseline. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.